Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red indentations and pain under the clasp.there was no alleged device malfunction contributing to the irritation. The patient¿s nurse put something under the clasp. Follow up indicated that the skin irritation improved.